Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: set IV administration infusion 20gtt 127inl 26ml priming primary smartsite needle-free valvex3 2-piece male luer-lock check valve safety clamp f/alaris pump module latex-free dehp-free. Item that leaked during an infusion. The lot number that leaked was 25105184 with an expiration date of october 6, 2028. Product reference number (B)(4)